Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Surgeon reported to (B)(4): breakage between femoral component and stem.

Manufacturer narrative:
Through additional information received in connection with this complaint, we have identified that this device is not sold in the us. Accordingly, we are rejecting the emdr's previously submitted ((B)(4)).

Manufacturer narrative:
The device associated with this report was not returned. Requests for additional investigational inputs were made in accordance with wi-7915 appendix a. Patient medical records and x-rays were received and reviewed by a depuy medical professional. Review of the supplied investigational inputs suggest fracture of the p.f.c. Mod fm st 15 l-7 long and stem bolt. The review also identified malpositioning of the p.f.c. Cruc sacr fem size-3. From a medical perspective, based on the information available, it is not possible to determine if the complaint is product related. The investigation could not verify or identify any product contribution to the device fracture or malpositioning with the information provided. Based on the inability to identify root cause, the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
The device associated with this report was not returned. Review of the device history records and/or a lot specific complaint database search was not possible as the product and lot code required was not provided. Requests for additional investigational inputs were made in accordance with wi-7915 appendix a. Patient x-rays were received and reviewed (report attached via comact-065868). The provided images confirm the complaint of breakage (fracture) between the femoral component and stem. However, the root cause cannot be determined with the information provided. Based on the inability to identify root cause, the need for corrective action was not indicated.depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
The investigation is ongoing. Depuy synthes will notify the FDA of the results of the investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.